Manufacturer narrative:
(B) (4). The generator was returned to (B) (4) and testing was unable to replicate the failure. However, given the initial report indicated a possible intermittent issue, the most likely component to be the cause was replaced as a preventative measure.

Event description:
The report stated that when the generator powered on, "impedance test failed" was displayed. After rebooting several times, the generator turned on properly. The operation was completed without problems. There was no pt injury.